Event description:
It was reported that the patient presented for follow-up in clinic with the implantable cardiac monitor exhibiting far field p wave oversensing. Programming interventions were made. The patient was asymptomatic.